Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black rubbery foreign material in the air/water nozzle - however, the material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed or reproduced. During the evaluation, the following findings were revealed: adhesive on bending section cover (a-rubber) was separated and deteriorated, light guide rod lens (3x) was chipped, plastic distal end cover (c-cover) was cracked, angulations were out of specification, and insulation distal end value resistance was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the switch on the evis exera lll colonovideoscope did not work properly anymore. The issue was observed, during reprocessing. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged by a black rubbery material, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.